Event description:
It was reported when using the bd pyxis medstation es system not communicating and prevented user from retrieving medication to patient. The customer added that the user was able to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station stuck on bluescreen. The field service engineer reseated hard drive and cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.